Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with the new style all black retainer still attached to the pump case. No damage to the reservoir tube lip or retainer noted.